Event description:
It was reported that burr detachment occurred. A rotapro 1.50mm was selected for use in a cardiac catheterization and coronary intervention. The rotawire could not pass through the rotapro burr and the device was replaced. The procedure was completed and no patient complications were reported. Outside of the patient, it was noted the burr tip was fractured. The device was removed intact.

Manufacturer narrative:
Initial reporter address: (B)(6).

Event description:
It was reported that burr detachment occurred. A rotapro 1.50mm was selected for use in a cardiac catheterization and coronary intervention. The rotawire could not pass through the rotapro burr and the device was replaced. The procedure was completed and no patient complications were reported. Outside of the patient, it was noted the burr tip was fractured. The device was removed intact.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The advancer, drive shaft, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device did not identify any damages or defects. Functional testing was performed with a test rotawire, as the rotawire used in the procedure was not returned for analysis. During analysis, the test rotawire was able to be inserted and removed with no resistance or issues. Product analysis could not confirm the reported events, as the burr was received attached to the coil and the test rotawire was able to be fully inserted and removed with no resistance or issues.